Event description:
It was reported that a femur fracture revision surgery was performed on (B)(6) 2014 after the patient was found to have a non-union. The original surgery was performed in (B)(6) 2014 during which a synthes lateral entry femoral nail was placed. During the revision surgery the nail was removed along with 4 interlocking screws and the patient was implanted with a 4.5 condylar plate and screws. The procedure was completed successfully with no surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date reported as (B)(6) 2014. This report is for unknown screws/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.